Event description:
It was reported that the artificial urinary sphincter (aus) device was implanted 3 years earlier. Suddenly the patient presented to the hospital due to recurring incontinence. The pump was checked and appeared to be working properly but the patient's recurring incontinence remained. The physician contacted bsc to determine possible causes and measures/further treatment that could be taken. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.